Event description:
It was reported that, "patient had an mrh femoral/tibial replacement in 2003. In 2009, patient stood up from the couch and heard a pop. Patient presented in surgeons office. Xrays show a broken offset adapter at the mrh femur/offset junction. Surgeon revised patient to a gmrs distal femur. The mrh tibia was well fixed and left in place."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information was requested. If additional information becomes available. It will be submitted in a supplemental report.